Event description:
The physician reportedly pushed the catheter to the implant location, pulled the deployment knob, but the hemobahn device would not deploy fully. The partially deployed device was explanted and another device was successfully placed. During the investigation it was discovered that the physician was placing the original device via an open surgical procedure rather than using standard interventional technique. Therefore, no surgical conversion was required to explant the partially deployed device.